Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00663 and 00665.

Manufacturer narrative:
Result: the ruby coil pusher assembly was kinked approximately 5.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicated that three ruby coils became kinked due to user error during insertion into the patient. Evaluation of the returned device revealed one ruby coil pusher assembly was fractured and the other two ruby coil pusher assemblies were kinked. This type of damage typically occurs due to improper handling during use. If a ruby coil is manipulated forcefully at an angle during insertion into a patient, the pusher assembly may kink due to excess force and bending. Ruby coils are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, three ruby coils became kinked while they were inserted into the microcatheter and were removed. The procedure continued successfully with additional ruby coils. There was no report of an adverse effect on the patient.